Event description:
The patient underwent a holmium laser enucleation of the prostate (holep) study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2 joules, pulse frequency 40 hz and total laser energy 80w. The fiber was not stripped during the procedure but stripped once before procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. Urinary catheter was placed on the procedure date and removed one day post procedure. The patient discharge medications included included senna for constipation prophylaxis, bacitracin for catheter pain prophylaxis, and omnicef for infection prophylaxis. The patient experienced irritative urinary symptoms the same day the procedure was performed. The patient symptoms were reported to be not serious. The patient symptoms were reported to be on going. The study facility assessed the patient symptoms as possibly related to the lithotripsy procedure and not related to the device.